Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a sensor anomaly. Blood glucose value was 400 mg/dl at the time of the incident. The customer stated they were hospitalized on (B)(6) 2018. The customer experienced nausea. It is unknown if the customer wore the insulin pump at the time of incident. It is unknown if the customer used the auto mode feature. Troubleshooting for the device was not performed because the customer declined. However, a kink in the tubing was identified. The customer stated they will meet with their trainer today. The insulin pump will not be returned for analysis.